Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed the speaker tests. A "try it" sound test was performed and failed. An internal visual inspection was performed and passed. The audio speaker resistance was measured and failed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.